Event description:
Healthcare professional reported a right side "possible rupture, silicone doesn't leak out but bubbles in silicone". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the radius side assessed as side assessed as surgical damage. Bubbles : no observed. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "possible rupture, silicone doesn't leak out but bubbles in silicone". Device has been explanted.